Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected phenytoin result was obtained from a single patient sample and higher and lower than expected results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products phyt slides lot 2622-0182-3104 on a vitros xt 7600 integrated system. Patient sample result of 5.5 ug/ml vs an expected result of 15.2 ug/ml biorad lot 92920 level 1 result of <3 ug/ml vs an expected result of 11.6 ug/ml biorad lot 92920 level 2 results of 11.9, 28.9 and 28.7 ug/ml vs an expected result of 23.7 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected patient sample result was reported outside of the laboratory. However, no treatment was initiated, altered or stopped based on the reported result and a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 2476986 and reportability assessment 600033.

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected phenytoin result was obtained from a single patient sample and higher and lower than expected results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products phyt slides lot 2622-0182-3104 on a vitros xt 7600 integrated system. The assignable cause of the lower and higher than expected vitros phyt results is a suboptimal calibration. The parameters of the calibration used to obtain the results were determined to be atypical when compared to the database values. Acceptable results were obtained after a recalibration event. The cause of the suboptimal calibration is an instrument related issue. Historical quality control results showed within laboratory imprecision. An ortho field engineer performed service actions on the vitros xt 7600 system that included replacing the slide align guides, adjusting the iwf dispense, performing z adjustments, replacing the cm/rt ring wear pads and cleaning the cm/rt ring incubator. Following service actions, vitros phyt results have returned to expectations.